Manufacturer narrative:
Smith & nephew received new information that has made it necessary to update the aware date. It has been reported that a company representative was present and aware of the incident at the time the procedure was being performed.

Event description:
It was reported that when attempting to tap in fixation tack for acl procedure, the screw broke. It was engaged in the pilot hole approximately 1/4 inch. All pieces were removed from the patient. Another screw was obtained and surgery was completed without incident.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.